Event description:
To treat a cto lesion in anterior tibial artery, physician used the subject guidewire and attempted to cross the lesion. Physician noticed irregularity of the guidewire tip end on x-ray cine scope, and upon withdrawing the guidewire, it was found that the plastic coating over distal coil section was partially missing.

Manufacturer narrative:
Distal tip of the guidewire was helically deformed when returned for investigation, plastic jacket over the coil section was detached for approx 7mm at tip end. Observation of the plastic jacket breakage site revealed the trace that it was pulled apart before separation. Slight coil stretch was observed with exposed coil. Lot history review revealed no anomaly relating to this event, no other incident report was received for this lot. It is presumed that the rotational and/or push-pull force was inadvertently applied to the guidewire distal end that was advanced into and trapped by the cto lesion, and that the accumulated force exceeded the product design limit, resulting in breakage of the plastic jacket. Warning section of IFU describes: "before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; other wise, the guidewire may be damaged." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged... Result in fragments being left inside the vessel."